Manufacturer narrative:
The insulin pump alarmed with a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor passed the motor test. The pump was received with a severely scratched display window, cracked reservoir tube lip, and a scratched case. (B)(4).

Event description:
The customer reported via phone call that there were cracks on the screen of the insulin pump and that the device has been alarming with motor errors. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that he cannot afford a pump case on a construction worker's wage, and that the nature of his work likely caused the cracks in the pump. Troubleshooting then occurred for the motor error alarm. The customer was able to rewind the pump. However, the customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.